Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for discolored cannula was observed. Additionally, 15 retention samples from bd inventory were evaluated by visual examination and the issue of discolored cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode discolored cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® precisionglide¿ multiple sample needle foreign matter was discovered on the needle. The following information was provided by the initial reporter: the customer find some stained needles on the top. The stains are grey-black on the middle of the needle destined to be inserted in the vein of the patient. Before use.

Manufacturer narrative:
Initial reporter additional phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® precisionglide¿ multiple sample needle foreign matter was discovered on the needle. The following information was provided by the initial reporter: the customer find some stained needles on the top. The stains are grey-black on the middle of the needle destined to be inserted in the vein of the patient. Before use.